Event description:
It was reported that the display indicates that the handpiece is hot, though it is not and there is a different tone emitted. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount and was tested on a generator and gave solid tone error. The handpiece was disassembled and torn isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.